Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2082694. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported by the customer that they found a right filamentous foreign object on the bd intima-ii y 20gax1.16in prn ec slm npvc. The following information was provided by the initial reporter, translated from chinese to english: 2022-11-14, 13:30, when the patient was preparing for intravenous indwelling before the operation, he checked that the packaging was intact. After opening the package, he found a right filamentous foreign object at the needle of the indwelling needle (located in the injection port of the needle, it is difficult to see it if it is not accidentally seen) found, it is very easy to inject into the patient's body), suspected contamination or unqualified disinfection, foreign matter entering the body may cause venous embolism, and the consequences are unpredictable.

Event description:
It was reported by the customer that they found a right filamentous foreign object on the bd intima-ii y 20gax1.16in prn ec slm npvc. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, 13:30, when the patient was preparing for intravenous indwelling before the operation, he checked that the packaging was intact. After opening the package, he found a right filamentous foreign object at the needle of the indwelling needle (located in the injection port of the needle, it is difficult to see it if it is not accidentally seen) found, it is very easy to inject into the patient's body), suspected contamination or unqualified disinfection, foreign matter entering the body may cause venous embolism, and the consequences are unpredictable.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number: 0352367. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be provided to aid in our investigation. Based on the reported event, our engineers believe that the rust is due to exposure to heat or oxidative environments. After a comparative review of the available retention sample, our engineers were unable to identify any additional instances of latex aging. This suggests that the cause for this event occurred post-production, during either the transportation or storage of the device. Complaints received for this product and condition will continue to be tracked and trended. Our business regularly reviews the collected data for identification of emerging trends.